Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Customer either reloaded the existing cartridge or loaded a new cartridge to resolve the issues. Customer¿s blood glucose level ranged from 220-400 mg/dl.